Event description:
It was reported that when the patient presented to the hospital for a lead revision procedure due to failure to capture and failure to sense on both the right ventricular (rv) and right atrial (ra) leads, in addition the ra lead had false automatic mode switches. Both leads were explanted and replaced successfully. The patient was stable.

Manufacturer narrative:
The reported events of failure to capture and failure to sense were not confirmed. As received, a complete lead was returned in one intact piece for analysis. The helix was observed to be extended and clogged with blood. Electrical testing did not identify any evidence of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not reveal any anomalies, apart from findings consistent with procedural damage.